Event description:
A patient reported that the pump was having battery issues. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.